Event description:
Additional information was received from a healthcare professional (hcp). It was reported that there was no issue with the patient's neurogenic bladder disease. To resolve it, they reprogrammed the device.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor issues. The patient stated that they were sick and it was related to their medical device. Additional information was received from a patient on (B)(6) 2017. The patient stated that their sickness was related to their device, but they experienced no symptoms. The circumstances that led to being sick was the patient¿s neurogenic bladder disease. The sickness was resolved. Additional information received from patient on (B)(6) 2017 reported they could not regulate when they urinated. They felt like urinating all the time, 15 to 20 times a day and half time they did not go or could not start. They had many urinary tract infections (utis). Patient stated the actions/ interventions to resolve neurogenic bladder disease was that they had device implanted around feb 2017 and the trial started about one half before. No further complications were reported/are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient as they reported that urinary track infection had been resolved. Patient's weight was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.